Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
A user facility reported to olympus that the output connector was broken and could not be connected. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation confirmed the reported problem - a video socket failure, due to a broken pin, was found. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.